Event description:
Two months status post micro anterior cervical disc fusion cervical vertebra 5-6 w/instrumentation, recurrent neck pain cervical vertebra spine, anterior/posterior shows cervical vertebra 5-6 fusion/intrumentation superior screws migrating inferiorly into graft site. Fusion cervical vertebra 5-6 and refuse from cervical vertebra 4 - cervical vertebra 6 removal of plate, (codman), and screws reimplantation of codman plate 42mm plate with (2) screws in body of cervical vertebra 4 and (2) screws in previous site at cervical vertebra 6. 4 (12mm) screws reused.